Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user initiated a g6 sensor that was in warm-up and experienced hyperglycemia while using the ilet, with a highest reported blood glucose of 243 mg/dl for a duration of a couple of hours; a fingerstick was performed and entered into the ilet, and the user proceeded with a meal announcement, with no site issues observed and no alerts or alarms reported. Symptoms included no acute clinical effects. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy or ketone testing. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed an unclear cause for hyperglycemia, with no device malfunction reported and no component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.